Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level of 400 mg/dl and insulin leaked out. Caller stated the adhesive was partly separated from the patient's skin; father removed the self-adhesive completely and noticed that the cannula is missing; did not go to the doctor and it is not clear if the cannula piece is still in the patient's body. Father discarded the infusion set. No adverse event reported. Requested return of an unopened infusion set for evaluation.